Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off and was not retrieved. The surgeon attempted to retrieve the tip but was unable.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Complainant's event caused by a broken needle point. Device history record revealed nothing relevant to this event. The most likely cause of this event include the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.